Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the single leaflet device attachment (slda) and recurrent mitral regurgitation (mr) requiring a second mitraclip procedure. It was reported that the initial mitraclip procedure was performed on (B)(6) 2019 to treat mixed mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing the mr to 2. On (B)(6) 2021, an ultrasound of the heart was performed, which found that the most lateral clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda) and mr had increased to 4. On (B)(6) 2021, two additional clips were implanted, reducing mr to 2. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no similar incident reported from this lot. Based on available information, a cause for the reported single leaflet device attachment (slda) could not be determined. The mitral regurgitation (mr) was a cascading event of slda. The reported patient effects of mr is listed in the instruction for use (IFU) as a known possible complication associated with mitraclip procedures. The reported medical intervention and hospitalization are a result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.